Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the incision was never properly put together and never healed. There was some black stuff coming out of the incision. There were no additional adverse patient effects reported. The ICD was explanted.